Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that poor wearable overpatch adhesion occurred and the wearable came off on (B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, before the patch came off, the patient already had symptoms of feeling sick, no continuous glucose monitor (cgm) reading was reported. Due to the symptoms the patient went to the emergency room and when a fingerstick was taken, the blood glucose reading was 500 mg/dl. The patient was treated with insulin, but route was not specified. The patient stayed overnight and left the hospital after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.